Event description:
Bard max-core biopsy instrument malfunctioned during prostate biopsy. Trigger on device became stuck and was unable to be closed. Ref: mc1825 lot #: rekq2277 manufacturer response for biopsy instrument, (brand not provided) (per site reporter) coordinating return of four devices (from this event and others).